Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a depleted battery. It was determined that the coin battery on the main board caused the depleted battery. The main pcb was replaced to resolve the report. It was recommended that a new battery pack be used. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.